Manufacturer narrative:
Additional review indicated that (B)(4) is no longer applicable to the event. Additional review indicated that (B)(4) applies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v876548, implanted: (B)(6) 2011, product type: lead.

Event description:
A manufacturing representative (rep) reported that a patient had pain extending over the pocket site, through the buttock and down into the back of their thigh. They described the pain as a burning sensation or severe muscle cramping sensation. The rep also noted the symptoms, since implant, as burning, grabbing, sharp pain over the pocket incision. The implantable neurostimulator (ins) indication for use was for gastrointestinal/pelvic floor. The patient stated that their post-operation instructions said they could continue activities after one day and they tried to work out and run those activities made the pain worse. There were no falls or traumas reported. The healthcare provider (hcp) office assisted the patient and they turned down stimulation. It was noted their usage range was between .4v to .7v. On the day of the report, the rep met with the patient and they turned the device off, and it resolved the pain. The patient wanted the equipment removed and was frustrated, as the first five years were wonderful. A system removal was scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) on (B)(6) 2016. It was reported that the device explant occurred and the device would be returned to the manufacturer. It was noted that the physician did cut the lead during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.